Event description:
User alleges false positive troponin t results. No additional information or patient results provided. If additional information is received, appropriate notification will be provided.